Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a patient notifier on (B)(6) 2020 due to non-sustained ventricular over-sensing. Upon review, it was revealed that the nsrvo episode was due to far p-wave over-sensing. Programming changes were made. The patient was stable and will continue to be monitored.